Event description:
An altitude alarm was reported on the customer's pump, leading to a suspension of insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer, who previously reported similar issues with the same pump, was instructed by technical support to gently clean the speaker holes, remove and reconnect the current cartridge, but attempts to resume insulin were unsuccessful. Despite loading a new cartridge, the alarm recurred. Consequently, technical support decided to replace the pump and cartridge. The customer was advised on backup therapy using mdi and instructed on storing and returning the faulty pump.